Event description:
A system operator reported a poor clinical outcome for a pt following custom lasik surgery. Pt records indicated at approximately 2 years post-op, this pt experienced a 2-line decrease in bcva in the left eye. Ucva has improved from 20/400 pre-op in both eyes to 20/70- in the right eye and 20/50 in the left eye.

Manufacturer narrative:
The investigation has not been completed at this time.